Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed an elective replacement indicator (eri) with a monitoring voltage of 2.57 v and a charge time of 23 seconds. There is a concern that the battery depleted prematurely.